Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image transmission failed when using the bronchovideoscope. There were no reports of patient harm.

Event description:
Additional information reported by the customer states that during the examination, the equipment stopped displaying images, with only a screen with black stripes visible.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated information: b5, h4. The device was returned to olympus for inspection and the reported failure of transmission failure was not confirmed. A definitive root cause and probable cause could not be identified as the failure was not confirmed. Olympus will continue to monitor field performance for this device.